Manufacturer narrative:
The reported event could not be confirmed, since the device was returned and is fully functional. More detailed information about the complaint event, such as with which other instrument this device was used during the operation is necessary in order to determine the reason it was reported to be non-functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Upon incoming inspection it was noticed that the device was broken and unusable. No further information available.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Upon incoming inspection it was noticed that the device was broken and unusable. No further information available.